Event description:
The customer reported approximately one milliliter of fluid leaked from the probe and onto the counter at the end of system startup involving the coulter® act diff 12 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced several biochem valves, probe, and software card and verified the instrument was operational for patient sample analysis. A definitive cause of the incident could not be determined with the available information.